Manufacturer narrative:
Tw (B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws were not cauterizing properly. Power setting at 3. There was an audible beep during activation when the issue occurred and both lights on the power supply illuminated. The click was felt indicating activation. There were no attempts to change out the hemopro power supply and/or the adaptor cable. It is unknown if the device shut off after the 15 second activation cycle. A new device was used to complete the procedure. There was no delay. No patient harm.